Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri), a power on reset (por) occurred, and had no capture the same day a magnetic resonance image (MRI) was taken. It was also reported that the right ventricular (rv) lead had low impedance and no capture. The ICD was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).